Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was damaged after an accident for which he was hospitalized. His blood glucose was unknown at the time of reporting. He is receiving a replacement pump. No equipment is being returned. No additional information was reported.